Event description:
The patient presented to the emergency room (ER) with signs of respiratory distress allegedly caused by the zio at. The patient experienced hives and tongue swelling. While at the ER, the patient was administered injections of benadryl, pepcid, methylprednisolone succinite pf and was prescribed hydrocodone cream 1% as part of post-care.

Manufacturer narrative:
A review of the complaint revealed that the patient wore the zio at for 11 of the 7-day prescribed wear period. The patient has no history of reaction to medical adhesive or sensitive skin. However, skin irritation is a known inherent risk of the device. The device manual warnings section read as follows: do not use the zio at patch on patients with known allergic reaction to adhesives or hydrogels or with family history of adhesive skin allergies. Patient may experience skin irritation. If skin irritation such as severe redness, itching or allergic symptoms develop, remove the zio at patch from the patient¿s chest. This event is being reported per 21cfr803 as a serious injury. This report does not constitute an admission by rhythm that the product described in this report has any defects, or has malfunctioned. These terms are included in form FDA 3500a and are fixed terms for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting.